Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the breakage was detected during an incoming good check at the facility.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: the relevant dimensions at the fracture face were checked and no deviation was found. The review of the manufacturing documents has shown that the correct material was used and that the hardness was with within the specification. The fracture face is homogenous, which indicates material conformity. This lot of (B)(4) pieces was manufactured in december 2014 and we are not aware of any other complaint for this article- and lot number. Based on these findings we exclude a manufacturing fault. The broken tip was not sent back for investigation, this makes an evaluation of its condition impossible, also, and there was no information provided how or when the extraction screw broke. Therefore we are not able to determine the cause of this occurrence; it is likely that either too much lateral force was applied during a procedure or that a drop to the ground caused this breakage. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the thread tip of the extraction screw broke. It is unknown when the instrument was broken; however, there was no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.